Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air/water nozzle. In addition, we confirmed that the bending rubber leak, the bending rubber cut, and the water nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the possibility of the nozzle gluing fallen into human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.